Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the reaction tray wash unit, dilution tray wash unit nozzles and reagent mixers and were found to be acceptable. The cse ran acceptance protocol for cre2 and co2 methods, results were acceptable. The cse ensured the reagent tray, sample tray and calibrator control tray temperature were within the acceptable limits. However, the cse found a temperature difference of five degrees. The cse performed preventative maintenance on a follow up visit, after which calibration was successful. The cse ran quality control (qc), resulting within in range. The cause of the discordant, falsely elevated cre2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated creatinine (cre2) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s) who questioned them. The samples were repeated on the same instrument, resulting lower. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cre2 results.